Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The complaint is confirmed for suture break. The exact root cause cannot be determined but the event likely happened due to a combination of patient anatomy and user technique. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has not been returned to the manufacturer facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device has not been received.

Event description:
The user facility reported that the suture came out of the angio-seal device. The following information was reported: the thread came out of the angio-seal device and the consultant managed to grab the threads quickly and deploy the device; the facility stated that this is the first time this issue has occurred; diagnostic cardiac catheter, a 6fr sheath was being used during the procedure; the patients current condition is well, no change; the procedure outcome was completed; the patient was treated as intended and was discharged as normal; hemostasis was achieved by manual traction on the thread; and no additional intervention needed.

Manufacturer narrative:
The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. One 6f angio-seal vascular closure device was returned for evaluation. The carrier tube assembly was returned mated with the hemostasis sheath. The deployment sleeve was in rear lock position on the returned device. The arteriotomy locator was not returned. The green tamper tube was returned separately along with the torn suture. No damage was observed to the clear or black heat shrink. There was blood like substance on all returned device components. The tensioner hub was disassembled and it was confirmed that the suture had not unspooled but broken due to excessive strain at the base of connection to the hub assembly. No measurements were able to be made on the suture due to its returned state. The inner diameter of the tamper tube was found to be 0.0214" and outer diameter was found to be 0.0594". The length of the tamper tube was found to be 3.503". The measurement was found to be conforming to the specifications within the drawing active at the time of manufacturing as referenced in the DHR. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
Additional information was received on 06/21/2017. There was no more blood loss than would be expected when deploying an angio-seal device.